Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak without the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. Please note that an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk, leak failure, (B)(4). The analysis results found that the device (c) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. In addition, a fracture around the reset button area was noted. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # g9lg8g, expiration date: 10/2015, manufacturing date: 11/2010, leak failure, (B)(4). The analysis results found that the device (d) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, a fracture around the reset button area was noted. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # g9kd16, expiration date: 05/2015, manufacturing date: 06/2010, leak failure, (B)(4). The analysis results found that the device (e) was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. It should be noted that an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, a fracture around the reset button area was noted. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device e additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (f) was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. It should be noted that an investigation has been initiated to address the potential root cause of the insufflations issues. In addition, a fracture around the reset button area was noted. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device f additional information:: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (g) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. In addition, a fracture around the reset button area was noted. A potential cause of this condition is the repeated use of eto as a sterilization agent. Ees single-use trocars are not to be reused, reprocessed or re-sterilized. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device g additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (h) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device h additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (I) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device I additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (j) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device j additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (k) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device k additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (l) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device l additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4). The analysis results found that the device (m) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device m additional information: batch # h9040r, expiration date: 12/2015, manufacturing date: 01/2011, leak failure, (B)(4).

Event description:
It was reported that during an unknown procedure for a morbidly obese patient, after 20 minutes, the trocars lost pneumo and they couldn´t use them. They had to change the procedure to open surgery. There were no adverse consequences for the patient.